Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device, the instrument was loaded with a fully fired 4.8mm single-use loading unit (sulu). Six properly formed staples were received with the instrument. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, while in the bowel, the surgeon fired the device however, staples did not come out. It was stated that they were able to cut the tissue thinking the staples had deployed. One larger hole was made to the bowel instead of two smaller holes due to the issue. The size of the anastomosis was increased as a result. Another device was used to complete the case.